Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2019 with blood glucose of 486 to 599 mg/dl at the time of the incident. The customer did not mention how they were treated. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer mentioned seeing insulin in the reservoir compartment due to a leak. Troubleshooting was not completed. The customer had a low of under 40 mg/dl where paramedics came and administered glucose. The customer was using a competitor's sensor system and was using this to treat as he had run out of meter test strips. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. The information that provided in section of date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of under 40 mg/dl where paramedics came and administered glucose. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. On (B)(6) 2019, the day of the call, the customer mentioned seeing insulin in the reservoir compartment due to a leak. Blood glucose was 486 to 599 mg/dl. The customer later treated the high blood glucose with a different pump. Troubleshooting was not completed. The customer was using a competitor's sensor system and was using this to treat as he had run out of meter test strips. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. No moisture damage on the electronics, motor, battery tube, vibrator, keypad assembly or inside the reservoir compartment during visual inspection. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
Event date has been changed to (B)(6) 2019.